Event description:
Device base upon eval appears that some pins are burned and melted. The unit is discolored. A request was made for the return of the suspect device and replacement product was sent.